Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that a few hours after the implant the physician found that the threshold was over 2000 and there was no capture. The physician re-opened the wound and found that the device was not pacing. The physician waited 20 minutes and then suddenly the device was functioning. The physician was not satisfied with the device, however the device remains in use. No patient complications have been reported as a result of this event.